Event description:
Reportedly, the ring was explanted at implant due to the size mismatch. A 4450m26mm ring was implanted as a replacement. The device was discarded at the hospital because the patient was infected. No further details were provided.

Manufacturer narrative:
In 2009, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance related to this event. No customer letter was requested.

Manufacturer narrative:
This information was received from the implantation data card completed by the hospital or staff and returned to the foreign, implant patient registry. No surgeon or contact name was indicated. The source or type of infection was not provided. No patient identification or information was provided. The device history record (DHR) review has been started. This was determined to be reportable per edwards lifesciences procedures. No additional information is available per foreign implant patient registry. X-ray.